Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. The customer is requesting for an onsite service. The customer reported that there was no patient involvement.